Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history. The vibrator motor does not function, and an internal defect of the vibrator led to this problem.

Event description:
Pt reported receiving an e7 (electronic error) message on the infusion device. Pt reported receiving an e7 randomly for 3-4 months but is unable to clear the e7 now. Pt stated she received a new service pack this morning and placed a nw battery in the infusion device and the e7 remains. Pt reported that when the infusion device goes through start-up mode, the device does not vibrate. Pt stated the device has never vibrated. Pt reported the battery was out of the infusion device for 2 hours and a new one was inserted; still receiving an e7 error message. Pt is unable to retract the piston rod because of the error. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second parity to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.